Manufacturer narrative:
Product event summary: the guidewire was returned, analyzed, and the guidewire was found unraveled. A visual summary analysis of the guidewire indicated damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The guidewire was returned to the manufacturer as it was wedged in lead during lead maneuvering. The guidewire subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.